Event description:
It is reported that the surgeon was slaphammering out the chisel and the stop on the back of the slaphammer flew off causing a 45 minute extension of surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.